Event description:
During pre-closure of the femoral vein, the device got stuck in the vessel. It is unclear why or how the device got stuck. Vascular surgery was consulted to perform a surgical cut down. Cut down performed and device extracted. Surgeon confirmed extraction of perclose device. The patients procedure was aborted due to needing a femoral vein cutdown. Unfortunately, the department did not sequester the device.